Event description:
It was reported by an attorney the patient underwent a gynecological procedure on (B)(6) 2003 and the mesh was implanted. It was reported that following the procedure, the patient experienced pain and erosion. It was reported that the patient underwent mesh removal on (B)(6) 2015 due to a foreign body in the bladder. No additional information was provided.

Manufacturer narrative:
This emdr represents supplemental report # (B)(4) for previously submitted MDR number 2210968-2017-70666, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The information included in this report was submitted outside the required timeframe due to the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4).